Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked. This report is made based on results of investigation completed on 12/11/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: there was a battery compartment crack observed near the pump case seal. The display lens was found to be scratched. (B)(4).